Event description:
It was reported that the customer was found unresponsive with a low blood glucose level of 30-40 mg/dl. Suspected cause was due to the customer filling their infusion set tubing while connected to their site and being severely intoxicated. Paramedics were called to assist, details of treatment were not provided, and after they intervened, the customer's blood glucose reached 900 mg/dl. The customer was taken to the hospital to be treated; details were not provided. The customer was released the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.